Manufacturer narrative:
Corrected data: the previous supplemental regulatory report should have reflected an aware date h3 of 2025-may-02 rather than 2025-may-03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: b5: edited second paragraph updated data: b5: third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic transcatheter valve, new left bundle branch block (lbbb) and transient complete heart block (chb) occurred following deployment of the valve, with trace paravalvular leak (pvl) and an aortic mean gradient of 5 millimeters of mercury (mmhg). Chb resolved during the valve implant procedure and the temporary pacing wire was left in place. No treatment was provided for the pvl and lbbb. The lbbb was not resolved. Per the physician, the valve and valve implant procedure were causal to the events. Additional information received indicated that overnight following the valve implant procedure via the right femoral access site frequent premature ventricular contractions (pvc) and a brief episode of supraventricular tachycardia were observed. No treatment required. An external mobile cardiac outpatient telemetry (mcot) monitor was applied at discharge. The patient was deemed stable for discharge the day following the valve implant. The pvc and supraventricular tachycardia events were reported resolved the same date as onset. The physician indicated the pvcs were not related to the implant procedure nor to the medtronic products. The supraventricular tachycardia was reported as possibly related to the implant procedure and the valve. The day following the implant discharge the mcot indicated sinus rhythm with an intraventricular conduction delay and pvcs. Treatment was not required. There was also an episode of atrial fibrillation that resolved the same date. No treatment reported for the atrial fibrillation. The intraventricular conduction delay and pvc mcot findings were also reported unrelated to the implant procedure and medtronic products. The atrial fibrillation was reported as possibly related to the implant procedure and valve. Six days following the valve implant procedure, the patient had a follow-up visit for a reported small infection on a finger and a foot rash. Onset date of the finger infection and foot rash were reported to have occurred the month of the implant procedure but the specific date was no provided. A physician ordered an ointment for the finger infection and foot rash and both had since resolved. The physician indicated the finger infection and good rash were not related to the implant procedure nor the medtronic products. Eight days following the valve implant the patient presented to the emergency department with report of pain and swelling on the right groin since early that morning. Over-the-counter pain medication was taken for the discomfort with mild improvement of pain. Upon examination the right groin access site had ¿0.25¿ wound dehiscence. Purulent material was expressed. Mild surrounding erythema and some ecchymosismedial to the access site was observed. There were no rashes, abrasions or lacerations. Chills also occurred as result of the groin abscess. The chills resolved the same date and were reported as causal to the implant procedure. Intravenous (IV) antibiotics were started for broad spectrum coverage. One liter of lactated ringers was started for fluids. The patient was admitted for observation with a superficial injury of the groin. A blood culture was taken. An abscess infection of the right groin access site from recent transcatheter valve procedure was reported. The day following a lower extremity ultrasound performed which indicated fluid collection in the right inguinal region compatible with a hematoma. The purulent discharge cultured for methicillin-resistant staphylococcus aureus (mrsa) and staphylococcus aureus which both were not detected. Two days following readmission a right groin washout was required. A 5 millimeter (mm) right groin wound with easily expressible purulence was observed. The wound was extended both medially and laterally. Tracking superomedially and inferomedially was noted. The all encountered septations were bluntly dissected. The space was pulse irrigated until clear. A penrose drain was placed in the inferomedial space. Pain at the surgical site occurred on day of washout. The wound dressing was changed the following morning. The penrose drain had mild serosanguinous drainage. The blood culture that was performed 3 days following hospital admission indicated gram positive cocci in clusters, bacteremia. Medication was also required for this abscess. Recovery was reported to have been going well. Nine days following the wound culture, the culture then indicated numerous staphylococcus aureus isolated. The wound culture from the post debridement indicated few staphylococci aureus. Infectious disease was consulted and monitored different antibiotics throughout the hospital stay with different dosing administrations and intervals. The patient was discharged 6 days following the readmission and was prescribed an oral antibiotic every 8 hours for 10 days. The groin infection, bacteremia, and hematoma were reported to be possibly related to the delivery catheter system (dcs) and compression loading system (cls) and causal to the implant procedure. Additional information received indicated that the mean diameter of right iliofemoral artery at the smallest lumen along the right t ransfemoral dcs access route was 53 mm. It was noted that the finger infection and foot rash were unrelated to the dcs access site. Per the physician, there was no injury, such as a dissection or rupture to the access site as a result of the dcs/valve implant procedure. The patient was discharged from the hospital admission with unresolved groin hematoma, infection and bacteremia. The 30-day follow-up electrocardiogram (ECG) still showed a lbbb.

Event description:
Additional information received indicated that overnight following the valve implant procedure via the right femoral access site frequent premature ventricular contractions (pvc) and a brief episode of supraventricular tachycardia were observed. No treatment required. An external mobile cardiac outpatient telemetry (mcot) monitor was applied at discharge. The patient was deemed stable for discharge the day following the valve implant. The pvc and supraventricular tachycardia events were reported resolved the same date as onset. The physician indicated the pvcs were not related to the implant procedure nor to the medtronic products. The supraventricular tachycardia was reported as possibly related to the implant procedure and the valve. The day following the implant discharge the mcot indicated sinus rhythm with an intraventricular conduction delay and pvcs. Treatment was not required. There was also an episode of atrial fibrillation that resolved the same date. No treatment reported for the atrial fibrillation. The intraventricular conduction delay and pvc mcot findings were also reported unrelated to the implant procedure and medtronic products. The atrial fibrillation was reported as possibly related to the implant procedure and valve. Six days following the valve implant procedure, the patient had a follow-up visit for a reported small infection on a finger and a foot rash. Onset date of the finger infection and foot rash were reported to have occurred the month of the implant procedure but the specific date was no provided. A physician ordered an ointment for the finger infection and foot rash and both had since resolved. The physician indicated the finger infection and good rash were not related to the implant procedure nor the medtronic products. Eight days following the valve implant the patient presented to the emergency department with report of pain and swelling on the right groin since early that morning. Over-the-counter pain medication was taken for the discomfort with mild improvement of pain. Upon examination the right groin access site had ¿0.25¿ wound dehiscence. Purulent material was expressed. Mild surrounding erythema and some ecchymosis medial to the access site was observed. There were no rashes, abrasions or lacerations. Chills also occurred as result of the groin abscess. The chills resolved the same date and were reported as causal to the implant procedure. Intravenous (IV) antibiotics were started for broad spectrum coverage. One liter of lactated ringers was started for fluids. The patient was admitted for observation with a superficial injury of the groin. A blood culture was taken. An abscess infection of the right groin access site from recent transcatheter valve procedure was report ed. The day following a lower extremity ultrasound performed which indicated fluid collection in the right inguinal region compatible with a hematoma. The purulent discharge cultured for methicillin-resistant staphylococcus aureus (mrsa) and staphylococcus aureus which both were not detected. Two days following readmission a right groin washout was required. A 5 millimeter right groin wound with easily expressible purulence was observed. The wound was extended both medially and laterally. Tracking superomedial and inferomedially was noted. The all encountered septations were bluntly dissected. The space was pulse irrigated until clear. A penrose drain was placed in the inferomedial space. Pain at the surgical site occurred on day of washout. The wound dressing was changed the following morning. The penrose drain had mild serosanguinous drainage. The blood culture 3 days following the culture indicated gram positive cocci in clusters, bacteremia. Medication was also required for this abscess. Recovery was reported to have been going well. Nine days following the wound culture, the culture then indicated numerous staphylococcus aureus isolated. The wound culture from the post debridement indicated few staphylococci aureus. Infectious disease was consulted and monitored different antibiotics throughout the hospital stay with different dosing administrations and intervals. The patient was discharged 6 days following the readmission and was prescribed an oral antibiotic every 8 hours for 10 days. The groin infection, bacteremia, and hematoma were reported to be possibly related to the delivery catheter system (dcs) and compression loading system (cls) and causal to the implant procedure.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot #: (B)(6), ubd: january 01, 2027, UDI#: (B)(4) product ID: l-evolutfx-2329, serial/lot #: (B)(6), ubd: may 31, 2026 , UDI#: (B)(4) updated data: b2, b5, d10, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic transcatheter valve, new left bundle branch block (lbbb) and transient complete heart block (chb) occurred following deployment of the valve, with trace paravalvular leak (pvl) and an aortic mean gradient of 5 millimeters of mercury (mmhg). Chb resolved during the valve implant procedure and the temporary pacing wire was left in place. No treatment was provided for the pvl and lbbb. The lbbb was not resolved. Per the physician, the valve and valve implant procedure were causal to the events.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {delivery catheter system (dcs)}; implant date {na}; explant date {na} product ID {l-evolutfx-2329}; product lot/serial number (B)(6); product type: {compression loading system (cls)}; implant date {na}; explant date {na}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.